Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed moderate to severe paravalvular leak (pvl) at the calcified regions of the native valve. A second transcatheter bioprosthetic valve was successfully implanted valve in valve, reducing the pvl to trace to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.